Manufacturer narrative:
The insulin pump did not have a battery installed when received. Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test and data test at 0.08740 inches the stop (idle) current and run current measurement tests are within specification. Insulin pump also passed self test and off no power alarm test. Insulin pump alarmed unexpected restart. A cold reset was performed during the unexpected restart. A cold reset was performed error test leaky c13 on I or b. Insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. Data analysis: (date of customer passing: (B)(6) 2019.) The history file lists data from 09/30/18 to 01/24/19. There was no data listed for (B)(6) 2019.

Event description:
It was reported that the customer passed away at home. The cause of death was pancreatic cancer. The caller stated that the customer had pancreatic cancer, lungs, and liver issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing. The customer was unable to eat or drink so they had to take them off the pump. It is unknown if the customer was using sensors. The caller agreed to return the insulin pump for analysis. This report was made based on failure analysis results only. Pump alarmed a21 during the a21 error test leaky c13 on I/b.